Event description:
Per the surgeon's report, the patient presented with an infected receiver-package site and wound breakdown. The device was explanted in 2007. The patient was not reimplanted.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.